Event description:
It was reported that (1) tim20 and (1) tir20 were used during an unknown procedure. It was reported by the affiliate that the clips would not advance. Opened another device to complete the case. There was no consequence to pt.